Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra meter was not displaying the 'apply sample' icon during testing. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. Two or three days ago at 6:00 pm, the patient attempted to test her blood glucose level but noted the reported meter did not display the 'apply sample' icon; she did not obtain a result. After the use of the meter, the patient experienced the symptoms of weakness, nervousness and sweating. The patient administered self-treatment with food and/or a drink; she did not seek any medical attention. Troubleshooting revealed the patient's testing technique was incorrect, as she was powering on the meter into the memory mode prior to attempting to test her blood glucose level. The issue was resolved with troubleshooting and patient education. The patient's testing technique was incorrect. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter issue, and received treatment with food to alleviate those symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.